Event description:
It was reported that customer regularly used pump in shower, dropped pump on morning of event, and later experienced malfunction alarm and message that pump connection was lost. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided reset instructions and assisted with reset, and it was unknown whether same malfunction recurred after reset, with no additional information available regarding the final outcome of the event.